Event description:
The user received questionable troponin t stat results for eight patient samples after the assay was calibrated. All results are in ng/ml. Patient 1 original = 0.06, repeat = <0.01. Patient 2 original = 0.06, repeat = <0.01. Patient 3 original = 0.09, repeat = 0.025. Patient 4 original = 0.05, repeat = <0.01. Patient 5 original = 0.20, repeat = 0.148. Patient 6 original = 0.06, repeat = <0.01. Patient 7 original = 0.90, repeat = 0.102. Patient 8 original = 0.05, repeat = <0.01. The repeat results were considered to be correct. The customer said they corrected the resulted reports and contacted the doctors of each patient directly. The patients were not adversely affected. The troponin t stat reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative determined there was a bad lot calibration which biased the qc and patient sample results. The customer recalibrated and the results came back to normal. He performed preventive maintenance which was due for the unit and replaced the measuring cell. He determined all system checks were successful and the system operation met specification.

Manufacturer narrative:
Results: the field service representative determined there was a bad lot calibration which biased the qc and patient sample results.